Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 496384, medwatch with identifier (B)(6) is lot 496245. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reporting these readings on (B)(6) 2017: (B)(6). Reading of 107 mg/dl at 8:12am on (B)(6) 2017 was taken with test strip lot number 496245. All other readings were taken using strip lot 496384. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.